Manufacturer narrative:
Investigation results: one mz1000 sample was received without packaging for investigation; no connecting products were returned with the sample. The customer reported that they experienced leakage from the mz1000 after one month of use. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience where a crack could be seen on the female luer adaptor (fla) of the maxzero. A visual inspection of the returned sample confirmed the customer's experience with a crack observed on the fla of the maxzero. Functional testing confirmed the customer's experience with leakage observed from the crack. The details of this feedback were forwarded to the manufacturing site for investigation. A lot number was not provided as part of the investigation; however a review of the laser ID from the maxzero component confirmed a possible lot number to be 23115276. A review of the production records for lot 23115276 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. In this instance the customer confirmed that the damage was observed after the maxzero had been in use for one month; please note that the dfu for the maxzero states "change according to facility protocol or in accordance with currently recognized guidelines for IV therapy, such as every 7 days or 200 activations". A review of the customer feedback database indicates that reports of this nature against the mz1000 product are rare and have been occurring at a low frequency within the last 12 months.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
It was reported that mz1000 connected to PICC hub. Leakage from the connector was confirmed and replaced after about one month of use.